Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Analysis of the lead noted body fluid within the lumen of the lead. An attempt to insert a new stylet during laboratory testing was unsuccessful, due to the body fluid within the lead lumen. It was concluded that the clinical observations are a known inherent risk with use of this product.

Event description:
It was reported that during a right ventricular (rv) lead replacement procedure this left ventricular (lv) lead was dislodged. The field representative advised the interaction between chronic leads caused the lv lead to dislodge when the rv lead was being extracted. Another lv lead was attempted but not placed due to patient condition. Subsequently, a left bundle branch lead was successfully implanted to complete this procedure. This lv lead has been returned and analysis completed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a right ventricular (rv) lead replacement procedure this left ventricular (lv) lead was dislodged. The field representative advised the interaction between chronic leads caused the lv lead to dislodge when the rv lead was being extracted. Another lv lead was attempted but not placed due to patient condition. Subsequently, a left bundle branch lead was successfully implanted to complete this procedure. This lv lead has not been returned at this time. No additional adverse patient effects were reported.